Manufacturer narrative:
(B)(6) then stated she began to suspect a vascular issue and treated the pt's infraorbital region with 1.2cc of hyaluronidase. (B)(6) sent photographs of the pt. The photos show an area of moderate erythema extending up the nlf, nasal alar crease, right side of the nose, following the angular artery pathway. The nasal alar crease has very slight crusting. The pt's bottom right lip appears to have pustule type lesions along the wet/dry border. (B)(6)discussed possible etiologies such as infection, vascular compromise, (B)(6) outbreak or a reaction to the expression ha which was used as it is not FDA approved for dermal filler use. They discussed that since the pt was injected only three days ago the likelihood of infection was small. (B)(6) stated that she has her treatment modalities covered for infection, herpetic outbreak, and vascular occlusion and will continue to closely monitor the pt. The device history records for reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. On (B)(6)2014, pt's recovery status was requested and not received to date.

Event description:
(B)(6) initially reported injecting a female pt with two 1.5 cc radiesse syringes in the nasolabial folds and cheeks and 0.5 cc expression under eyes. The pt had an immediate swelling and on (B)(6) 2014, she developed redness on the right half of her nose and lip. The pt also had pain, fever, and chills. On (B)(6) 2014, her lips are swollen with ulcers. The pt also now has the unilateral redness. (B)(6) diagnosed her with infection and is treating her with keflex, cipro and acyclovir. On (B)(6) 2014, (B)(6), manager clinical aesthetic services at (B)(6)spoke with (B)(6) regarding a pt (B)(6) injected on (B)(6) 2014 to the midface and nasolabial folds (njfs) with two 1.5cc syringes of radiesse. At the same time, (B)(6) injected the pt with 1.5cc of expression ha to the infraorbital region. The pt reported erythema, pain and unilateral swelling of the nlf and right lip region. The pt complained of fever and chills. (B)(4) thought the pt had an infection and put her on keflex and cipro. The pt felt she was getting blisters on her lip and (B)(6) added acyclovir and aspirin today and she was considering nitro paste.